Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal bleeding, menorrhagia, uterine leiomyoma and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("leiomyoma of uterus"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectomy & diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a. Bilateral fallopian tubes: - unremarkable fallopian tubes. B. Uterus and cervix: - ectocervix with chronic inflammation. - endocervix with squamous metaplasia and chronic inflammation. - adenomyosis. - leiomyomata. - the specimen is 320 grams. C. Peritoneal biopsy: - endometriosis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, leiomyoma of uterus, dysmenorrhea . Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received: previously reported event ¿just had mine done yesterday¿ replace with new event. New event were added: abnormal uterine bleeding, leiomyoma of uterus, dysmenorrhea. Lot number, patient history lab data were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had mine done yesterday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : medical device removal no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal bleeding, menorrhagia, uterine leiomyoma and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("leiomyoma of uterus"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectomy & diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a. Bilateral fallopian tubes: unremarkable fallopian tubes. Uterus and cervix: ectocervix with chronic inflammation. Endocervix with squamous metaplasia and chronic inflammation. Adenomyosis. Leiomyomata. The specimen is 320 grams. Peritoneal biopsy: endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, leiomyoma of uterus, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.